Manufacturer narrative:
It is noted that the half of the device extruded through the skin. The recipient's infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and device extrusion. Medical treatment (type unknown) was administered; however, the issue did not resolve. The recipient's device was explanted. The recipient will not be reimplanted. The recipient was reportedly prescribed antibiotics following explant surgery.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.